Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
Revision surgery - dr had previously revised. Put on zimmer glenoid baseplate and head along with an encore socket and insert. Glenoid construct failed. Removed everything but stem,and put on neck and hemi head.